Event description:
Ejection fraction computations may be different when compared to other mfrs. End systole may occur before end diastole and background area may be drawn incorrectly on the end diastolic frame instead of end systolic frame.